Event description:
It was reported that inappropriate detections, inappropriate shocks and low pacing impedance were observed. The lead was capped and left in place.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.